Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they had high blood glucose level. Customer's blood glucose level was 491mg/dl. Customer's mother declined to troubleshoot for the high blood sugar. Customer treated that with injection shot. Insulin pump will not be returned for analysis.